Event description:
At the end of a transfemoral tavr procedure, shortly after the femoral sheath was removed, it was discovered that the patient had no distal pulses in the right foot. Access was re-established and angiography revealed a dissection. A stent was placed which restored good flow and the patient was transferred to the ICU in stable condition. Review of medical records indicated after noting the patient had a cold right leg, access was quickly obtained in the left common femoral artery and a 6 fr sheath was placed. A short ima catheter was advanced into the bifurcation and peripheral angiography showed a possible occlusion in the common femoral artery. An attempt to advance an ima catheter into the right common iliac artery was unsuccessful due to vessel tortuosity. A stiff angled glidewire was advanced into the distal vessel and a 6 fr glide sheath was advanced. Angiography showed complete occlusion of the distal right common femoral artery. After the wire was advanced past the stenosis, angiography showed flow in the sfa, but none in the profunda. Vascular surgery was called and the common femoral artery was repaired. After the repair was completed, peripheral runoff showed return of flow in the profunda as well as the superficial femoral artery. Next the left common femoral artery access site was closed with a perclose closure device. The procedure was completed and the patient was discharged in stable condition. The patient had a minimum luminal diameter (mld) of 8.0mm with mild vessel calcification and moderate vessel tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the mld of the access vessel was 8.0mm with mild calcification and moderate tortuosity. It is likely that the combination of the borderline size vessel and possible calcification/tortuosity not appreciable on imaging may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.